Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
During follow-up, externalized conductor was observed with fluoroscopy. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
Only the distal portion of the lead was returned. Analysis confirmed four internal abrasions between 7.9 cm and 13.0 cm from the distal tip. The rv cables were visible but the coating was intact. Electrical tests that could be performed indicated normal device characteristics.